Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the device confirms the device is broken in two pieces. Both pieces were returned. The device shows signs of extreme wear and damage. The manufacture date is 2016. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture.

Manufacturer narrative:
Complaint: (B)(4).

Event description:
It was reported that, a flexible shaft w/cir connector reamer broke due to normal wear and tear. Incident occurred after procedure; therefore, there was no patient involvement.